Event description:
It was reported that following a lap adjustable band procedure, the pt presented with dysphasia. The ugi reported no motility issue. The egd did not indicate erosion. The pt did not present septic. However, after continuous dysphasia episodes, the pt returned to the or. Infection indicative of erosion was present. The band was removed. The pt is fine and at home.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.